Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version #: 4.3.0; product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that site was unable to take a spin while in surgery. After holding the button on the handswtich the loading bar on the mobile viewing station (mvs) filled up, but the system did not progress past. System did not beep or take the spin. The light on the mvs continued to flash green. Site tried releasing the handswitch and trying again with no change. System was removed from around patient and rebooted. Site was then able to continue with taking a spin. This issue occurred intraoperatively and caused 10 minutes surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3,h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that this issue is tracked through issue tracking record ttp 22559:"3d scan failed to start acquisition (ignoring x-ray switch press event due to command sequence in progress.)" And references to this event have been added to that record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.